Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue through the device's electronic records. Physio observed that the battery used during the event, had a broken fastening clip and that was the cause for the reported issue. Physio replaced the battery and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself twice during a call with a patient. The crew was able to do vital signs manually and a back-up crew came to take care of the call. There were no reports of adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the following patient information from the customer: (patient identifier) indicates: (B)(6). (Age at time of event) indicates: 91 years (gender) indicates: female. (Weight) indicates: asku. (Other relevant history) indicates: cardiac dysrhythmia/arrhythmia . The customer reported that multiple back-up devices were available for use and the patient survived.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself twice during a call with a patient. The crew was able to do vital signs manually and a back-up crew came to take care of the call. There were no reports of adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.